Event description:
A customer reported to beckman coulter inc. (Bci) that the wash buffer ii cubetainer handles were difficult for the customer to puncture, therefore they were attempting to move it without using the provided handles. During this activity the cubetainer slipped and the technician suffered a back injury.

Manufacturer narrative:
Service was not dispatched for his event. Bci contacted the international representative for an update on the customer's health. However, no response was received to date. Note: the product is sold in containers that have a volume of 10 liters. The product's volume is printed on the label attached to the product. Handles are provided to use in moving the containers. This report is based on information received from a third party or developed by beckman coulter, inc. By submitting this report, the company is not admitting that the product identified is defective. Information provided in this report is based on the assumption that the information currently available is true and accurate.